Manufacturer narrative:
The insulin pump was received with a critical pump error alarm and broken force sensor alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify motor error alarms due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump had an error in a motor. The customer's blood glucose was unknown. The customer was assisted with the troubleshooting. The customer was unable to rewind the insulin pump. The insulin pump will be returned for the analysis.